Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4): off-label use, under 21 yrs of age at date of implant. Claim#: (B)(4).